Event description:
A physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. During the procedure, the vessel locator wings would spring back into the device when the finish arrows were lined up and the device was still able to fire clip. Hemostasis was not achieved and the physician reverted to manual compression. There was no pt injury reported.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.